Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician had the nurse bowed the tome; however, as the pedal was pressed for cautery, the cutting wire broke. Reportedly, no part of the dreamtome device detached inside the patient. Reportedly, they did not need further sphincterotomy; therefore, the procedure was still completed with this device using the same generator and active cord. There were no patient complications reported as a result of this event.